Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a delivery of the baby, the patient had a perineal laceration and suture. 19 days postop delivery, there was a little red in the suture of the vulva, and there was tender feeling. The suture head was visible. The thread was removed and continued to be observed. The adverse effect disappeared after eight days.